Event description:
Dr (B)(6) at (B)(6) hospital eye center complaint to about a platinum inserter with lot# 129. Dr (B)(6) stated that when he tried to insert the lens, the plunger was caught on the lens. He had to manipulate to get the lens and the plunger separated. Dr (B)(6) ended up nicking the capsule. This was the first time this has happened to him. On (B)(6) 2013, complaint analyst contacted customer service, (B)(6). She explained that the lens did not touch the patient. The plunger/inserter nicked the lens, not the capsule. I explained that the attached email to product complaint stated 'nicked the capsule'. (B)(6) stated that she did ask the doctor if there were any patient injuries, any complication, any adverse event. All answers were no. There was no patient contact. It was while trying to push the lens out. No vitrectomy, no incision enlargement. Doctor was happy using the same inserter; he just wanted to let the sale rep know. Amo in the u.s. Attempted to speak to dr (B)(6) on several other occasions before finally making contact on (B)(4) 2013. Placed a phone call to dr (B)(6) and it was stated that there was a tear in the anterior chamber during removal of the inserter tip from the optic. It was stated that the patient did not have a shallow optic, and is currently doing well, noted to be at 20/20. The lens is aligned at 90 degrees. In addition, the inserter has been disposed of and is no longer in dr (B)(6) possession. No other information was provided.

Manufacturer narrative:
Dr (B)(6) reported that the device has been disposed of and is no longer in his possession.